Event description:
Per the clinic, the patient was explanted due to cholesteatoma formation on left mastoid nine years after mastoid obliteration and implantation. No information on reimplantation was reported. More information has been requested.